Manufacturer narrative:
Added concomitant medical products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with their transmitter. Customer's blood glucose at the time of the incident was 502 mg/dl which was treated with correction bolus. The customer declined to troubleshoot for high blood glucose level because they did not feel good at the time of the call. The insulin pump was not replaced or returned for analysis.